Event description:
Removal issues. (B) (4).

Manufacturer narrative:
Pyng medical made several recent calls to the complainant on may 26, 2009; june 1, 2009; june 4, 2009. A message was left each time. No response was received back. Pyng medical made another call on june 5, 2009 and reached the complainant. The complainant remembered the complaint. It was related to a remover tool that they couldn't "spin down" into the infusion tube. The infusion tube was removed surgically. All staff were retrained by their distributor. About the same time they received the fast1 without the remover tool (k072487) and have had no issues since.